Event description:
It was reported that pump experienced malfunction that showed malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and caller acknowledged and understood instructions.